Event description:
It was reported that while the surgeon was adjusting the position of a mobi-c implant in the disc space, the device disassembled. Another device was used to complete the case without patient impact.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned item matches information listed in the complaint file. Visual inspection revealed that the inferior plate (mb115k lot 6338346) has disassembled from the peek cartridge. The superior plate (mb074k lot 5385429) and the insert is still assembled to the cartridge. The item could be fully disassembled and reassembled using si-mobc-0001 with no difficulty. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that while the surgeon was adjusting the position of a mobi-c implant in the disc space, the device disassembled. Another device was used to complete the case without patient impact.